Event description:
It was reported that following a saphenous vein harvesting procedure a pt's leg wounds became septic. There was no reported defect or malfunction associated with the device. The surgeon was unsure if any or origin's products actually caused the infection. The pt's hosp stay was prolonged for monitoring purposes. The pt has subsequently been released. The hosp is conducting a closed investigation of the event and is testing all equipment, tools, sterilization methods, etc. For possible sources of contamination in addition to origin products. Original units were disposed of by the hosp staff. Eight unused samples were returned for evaluation, in addition the sales rep has returned 16 unused kits for evaluation.